Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after difficult midline placement with powerglide pro rt, upon removing the blood stopper, rn pulled back and blood that had collected in stopper flung into eyes. Rn went and washed eyes thoroughly and went to emergency department for blood work to be conducted. Waiting blood test results on patient and rn to see if there was exposure to anything significant. The sales rep stated blood test results are not available due to personal nature. To sales rep's knowledge, rn had no post exposure treatment.